Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 5 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples received are 0.67 kgf in average and 0.63 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.39 kgf in average and 0.07 kgf in minimum. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed picture (see enclosed pictures, before and after sewing test). We have not found core popping on thread surface on the closed samples received before and after performing tests. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply the product specifications. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that this suture dragged through tissue and caught it. Once there was blood on it, the clotting on the suture made this drag and tissue injury worse. Also there was noticeable unraveling of the braiding while using it, further adds to tension when passing through suture. Easily broke. Additional information: unable to get patient details due to popi act. As for further information, surgeon advised that there seemed to be clotting on the suture thread which then made it difficult to continue suturing. There was also drag noticed when suturing through the tissue, subcutaneous tissue during closure. She also noticed some unravelling of the braiding which caused some tension when passing through tissue.